Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support educated customer to always use room temperature insulin. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.